Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a vats lobectomy procedure, the first two firings were across branches of the pulmonary artery and after firing the artery bled. When the surgeon inspected the staple lines he saw one row of staples present instead of two. It is not known if the vessels were fully skeletonized before firing or if the vessel was proximal to the cut line on the device. It is not known how the bleeding was controlled. The volume of blood loss is not known, but the patient did not require a transfusion. Another like device was pulled and used to complete the procedure without further issue. The complaint device was set aside. All five reloads used in the procedure were saved, but the two complaint reloads could not be differentiated from the three reloads without issue.

Manufacturer narrative:
(B)(6). Additional information: batch # m55u3r. The analysis found that one pve35a device was returned in good visual condition and with three cartridge reloads present. Cartridge (b, c): vasecr35, m55307 were received fully fired and in good visual conditions. Cartridge (d): vasecr35, m5518a was fully fired and in good visual conditions. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no incomplete staple line was noted during functional testing. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.